Manufacturer narrative:
The reported issue in this case with the received battery was identified to be from a significantly diminished battery capacity which was found to be at only (B)(4) of its full capacity rating. The battery log had recorded the battery received 489 charge cycles within a 260 day time period and potentially received over 900 charge cycles since its installation. The battery is believed to be 453 days old. The battery log had recorded evidence of the battery having been possibly removed and re-installed with no recorded evidence of battery conditioning being performed to re-establish the correct battery capacity; this would be considered a violation with respect to the service bulletin 592a¿s section for battery removal from pc unit. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4)which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the pcus generate a system error/battery discharged alarm without any prior low battery or very low battery warnings. No patient harm was reported.